Manufacturer narrative:
Section h codes have been updated based on additional information. This report reflects the most up to date coding. Engineering assessment: during impella 5.5 pump support, the patient experienced an access site adverse event. Clinical noted an access site hematoma. Decided not to intervene and hematoma improved on its own. During impella 5.5 pump support, the patient also experienced the device being in the wrong position. Clinical noted the impella to be at 7cm and decided to reposition.

Manufacturer narrative:
The device was not returned for investigation. Data logs were available for investigation. The cause of the hemolysis could not be definitively determined as limited clinical details were provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the pump suction events was likely due to patient condition as clinical details noted volume was given at time of suction events and no other abnormalities were observed on pump data logs. The pump passed all post-sterile inspection checks.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following impella 5.5 implant, a hematoma developed at the insertion site. Heparin administration was stopped due to bleeding concerns leading up to the event. The condition began to improve after two days of support. On the third day, the pump experienced suction and the patient endured a run of ventricular tachycardia. Albumin was given and the suction resolved. Six days later, heparin was once again discontinued due to bleeding from the arterial line. Blood products were given in response to the bleed. Bleeding concerns remained for another ten days as a new hematoma developed at the access site and bleeding developed around the jp drain. Heparin was restarted upon removal of the jp drain and support continued uninterrupted.